Manufacturer narrative:
Additional information: d10, h6, h10. One portex clear eyesoft seal cuff tracheal tube ((B)(4)) was returned for evaluation. The sample was received in used conditions without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination and no discrepancies were observed. Functional testing on the returned sample was performed by using a syringe to inflate the product and the product was submerged under water in order to detect any leakage. According to the investigation, the customer's reported problem was confirmed because leakage was observed coming out from a small tear in the cuff. The investigation reports that it is most probable that the cuff tear occurs during tracheostomy procedure due to contact with sharp edge which conflicts with the IFU 10016024-001 rev 100 page 2: "guard against cuff damage by avoiding contact with sharp edges." No corrective action is required as there is no information to suggest that the product become damaged during manufacture since product is 100% leak tested. As a preventive action a notification to production personnel was conducted by the quality engineer in order to create awareness about failure mode reported by the customer. The problem source of the reported problem is unknown.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex clear eyesoft seal cuff tracheal tube, the reporter heard an air leak sound from it. Therefore, they replaced the tube with another one. There were no adverse patient effects.